Manufacturer narrative:
Unit failed vibrate check due to broken black vibrator motor wire. Unit had cracked reservoir tube lip. (B)(4).

Event description:
The customer reported that the insulin pump vibration feature does not work. Troubleshooting was done. Customer's blood glucose was 180 mg/dl. Performed self test and the insulin pump did not vibrate. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.